Event description:
The customer reported to beckman coulter (bec) that an unknown amount of liquid leaked inside the coulter lh 750 hematology analyzer. The leak was contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, gloves and eyewear at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No erroneous results were generated for this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(6) 2013. The fse inspected the instrument and found a leak at the fitting where it connects to solenoid 18 (hgb blank fill solenoid). The leak was a small contained puddle from the drip at the fitting. The fse replaced the tubing and covered the fittings with protective overlapping tube on top of the tubing. The leak was cleaned up and no further issues found. The instrument operation and results were all normal and no controls were affected. Failure mode of the leak was related to the fitting that connects to solenoid 18. (B)(4).